Event description:
It was reported that this lead was initially implanted in the left bundle branch. Shortly after implant, a lead dislodgement was confirmed through a chest x ray. A lead revision was performed and this lead was explanted and replaced. No additional adverse patient effects were reported.